Event description:
The customer reported that the cannula didn't insert properly and that his blood glucose reached 258 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met al acceptance criteria.